Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient was aware the sensor had failed but did not take any fingersticks. Around 10 hours after the sensor failure had occurred, the patient experienced loss of consciousness for about 5 minutes. Even though not alleged specifically, it was understood that the patient lost consciousness due to hypoglycemia. Emergencies were called and when the paramedics took a fingerstick the blood glucose reading was 70 mg/dl. No treatment was reported from that moment, and the patient was brought to the hospital. The patient was unaware of what the blood glucose reading was at the hospital, and what treatment was received. At the time of the report, which was 2 days after the event date, the patient was still at the hospital. They were feeling better and their last known blood glucose reading was 156 mg/dl. At the time of the report the patient was stable. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be very low count aberration. No additional patient or event information is available.